Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the 355sd instrument safety shield did not function. The trocar was inserted, but the knife stayed sharp. The safety shield did not cover the blade tip. The surgeon continued the procedure. There was no consequence to the pt.